Manufacturer narrative:
The company service rep examined the system and found that it met specifications. No problems were found and no components were replaced on the system. The phaco handpiece and flared tip (sleeve) were returned for eval. A visual assessment of the handpiece and sleeve found no non-conformities. The handpiece was installed on a test system and was functionally tested. All tests met specifications. The flared tip was visually inspected at 30x magnification. The phaco tip was visually acceptable. The 2.75 mm incision made by the surgeon is within alcon recommended parameters for the 0.9 mm mini flared abs tip and dark purple 0.9 mm micro sleeve combination that was used. The root cause could not be determined. A review of the complaint data indicated no adverse trends for the reported issue. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "possible corneal burn" (burn, corneal). Product problem(s): "device problem unk" (no known device problem). The biomedical engineer reported a corneal burn occurred during a procedure. The surgeon later stated that there was no corneal burn. The nurse requested that the company sales rep proctor the surgeon for a few cases, and review the system set-up and software upgrade changes with the facility staff.